Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further patient information was provided.

Event description:
The customer obtained error code 1007, unable to process test, activated read failure on the architect i2000sr analyzer. The customer questioned results obtained prior to the error message. The following discrepant results were identified: sample ID (B)(6): psa 1.54, 4.54 ng/ml. Sample ID (B)(6): troponin <0.10 and 0.202 ng/ml. Sample ID (B)(6): tsh 0.978 and 2.053 miu/l. Sample ID (B)(6): tsh 0.059 and 0.389 miu/l. Sample ID (B)(6): tsh 0.066 and 0.775 miu/l. Sample ID (B)(6): tsh 0.249 and 1.986 miu/l. Sample ID (B)(6): psa 0.25 and 1.12 ng/ml. Sample ID (B)(6): tsh 0.179 and 1.172 miu/l. Sample ID (B)(6): tsh 0.610 and 2.766 miu/l. Sample ID (B)(6): psa 0.11 and 4.17 ng/ml. Sample ID (B)(6): tsh 0.466 and 1.603 miu/l. Sample ID (B)(6): pth 8 and 181 pg/ml. Sample ID (B)(6): pth 77 and 149 pg/ml. Sample ID (B)(6): pth <4 and 33 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Service inspected the analyzer and observed that the customer had twisted and crimped tubing, pt bottle to pump, (rohs). Service untwisted and straightened out the tubing, cleaned the module and replaced the r1 syringe due to salt buildup. The tubing, pt bottle to pump, (rohs) part number 7-93955-01 was determined to be the cause for the issue. The analyzer function was verified with a control/precision run. A review of the service history for the analyzer identified no contributing factors and no subsequent erratic/discrepant results have been reported. A review of tracking and trending data in the product monitoring review revealed no systemic issues or adverse trends associated with discrepant results. Review of manufacturing documentation and trending data for tubing, pt bottle to pump identified no issues or trends. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified

Event description:
The customer obtained error code 1007, unable to process test, activated read failure on the architect i2000sr analyzer. The customer questioned results obtained prior to the error message. The following discrepant results were identified: sample ID (B)(6): psa 1.54, 4.54 ng/ml. Sample ID (B)(6): troponin 0.10 and 0.202 ng/ml. Sample ID (B)(6): tsh 0.978 and 2.053 miu/l. Sample ID (B)(6): tsh 0.059 and 0.389 miu/l. Sample ID (B)(6): tsh 0.066 and 0.775 miu/l. Sample ID (B)(6): tsh 0.249 and 1.986 miu/l. Sample ID (B)(6): psa 0.25 and 1.12 ng/ml. Sample ID (B)(6): tsh 0.179 and 1.172 miu/l. Sample ID (B)(6): tsh 0.610 and 2.766 miu/l. Sample ID (B)(6): psa 0.11 and 4.17 ng/ml. Sample ID (B)(6): tsh 0.466 and 1.603 miu/l. Sample ID (B)(6): pth 8 and 181 pg/ml. Sample ID (B)(6): pth 77 and 149 pg/ml. Sample ID (B)(6): pth 4 and 33 pg/ml no adverse impact to patient management was reported.